Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.

Event description:
The customer reported the "joint" on the pilot balloon line broke on the pt's tracheostomy tube. The pt was at home and was taken to a hospital for a non routine replacement of the tube.